Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance may have contributed to the stretch in the introducer sheath. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. Then additional resistance was experienced at the stretched location in the introducer sheath. The smart coil could not advance any further. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using a penumbra smart coil (smart coil). During the procedure, a smart coil would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.